Manufacturer narrative:
The motor error alarmed during rewind due to motor encoder signal out of phase. The pump received with cracked case at display window corner, minor scratched display window.

Event description:
It was reported that the customer had motor error during rewind. It was reported that motor error alarms were noted on the alarm history. The customer's blood glucose level was reported to be normal. No further information provided.